Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device was used for a veterinary procedure. Report is being submitted because the device is also marketed for human use. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
During a tibia plateau leveling osteotomy surgery on a canine, it was reported the casing for 12v battery casing was not getting a solid connection. There was a 10 minute delay to get another casing. No additional patient information available. No injuries or medical intervention was reported.